Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation containing fluid in the reservoir. Upon receipt, small traces of fluid were noted in the bag that enclosed the sample which suggested leak must have occurred. The source of the fluid was visually observed at the connection of the blue winged cap and the luer body. No other source of leak was found on the device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of this condition is due to a material build up in the core pins on the internal diameter of the winged luer cap causing the surface to become rough. Improvements have been made to the core pins for the blue winged luer cap to correct this condition. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) half day infusor device was observed leaking during filling. The device was being filled with deferrioxamine and water for irrigation (w.f.I.). There was no patient involvement. No additional information is available. This is report 1 of 2 with the same reported problem from this facility.